Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, they dissected gsv without an issue.they observed the jaws activating when only half closed. They removed the device from the table and opened a new kit.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10 internal complaint number: (B)(4). The lot # 25153492 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 01/05/2021. An investigation was conducted on 01/22/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. The heater wire was observed to be slightly flexed away at the center of the hot jaw due to normal clinical use. The gray silicone insulation on both jaws was observed to be intact, no visual defects were observed. The gray silicone insulation on the hot jaw was observed to be brownish and discolored along the length of the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it did produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the no failure observed. . An activation and transection capability test was performed over five (5) repetitions using "max life test method. The device activated and transected tissue five (5) times with no cautery failure observed. A mechanical evaluation was conducted. While the device was powered on, the blue toggle was maneuvered to open and close the jaws. The device only activated when the jaws were closed. No other visual defects were observed. Based on the returned condition of the device, the reported failure "electrical issue" was not confirmed but was confirmed for the analyzed failure "thermal decomposition of device".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro vh-3500, they dissected gsv without an issue. They observed the jaws activating when only half closed. They removed the device from the table and opened a new kit. The hospital did not report any patient effects.